Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. The customer did not experience any symptoms. However, a family member, who is a nurse provided food, candy, chocolate tangerine, whole grape juice, and then administered insulin (type/dose unspecified) as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.